Event description:
It was reported that per the carelink transmission the battery voltage is showing recommended replacement time of 2.63v and the last check five weeks ago showed a battery voltage of 3.19v. The defibrillator will continue to be monitored and the device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.